Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 1000 mcg/ml clonidine at 801 mcg/day, 1000 mcg/ml sufentanil at 801 mcg/day, and 35 mg/ml bupivacaine at 28 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had increased pain and a return of symptoms. It was unknown what caused the event, but it was noted that it was a possible catheter issue. An indium dye study was performed and a catheter occlusion was noted. A complete explant of the catheter and pump was performed. When they went in for a revision, the healthcare provider (hcp) found a "white film" around the catheter connection to the pump where it looked like drug was seeping out and encrusted around the connector piece. The pump connector still had some of the "white film" around it and the device manufacturer representative (rep) wanted to know if they needed to replace the pump as well or if there was any data that would lead to a recommendation. It was later noted that the pump was explanted and replaced. It was further reported that the issue had resolved. The event date was unknown. If additional information is received, the event will be updated.

Manufacturer narrative:
Analysis of the distal segment 8598a catheter (serial number (B)(4)) found dark residue occlusion in the catheter body, specifically the dispensing holes, related to the event. Analysis of the 8709sc catheter (serial number (B)(4)) found coring/tears/cuts in the sc connector (sutureless) that met the leak criteria. Specifically, coring was seen in the seal material down in the cup of the sc connector. Additionally, leaks were observed during a leak test. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.